Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead had a lead safety switch (lss) and noise. The lead experienced placement difficulty at implant, and has always had a high impedance. There are no plans for intervention. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.